Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed right size c: catalog#42532006402, lot#65941334. G2: foreign: saudi arabia. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not seat upon the tibial tray. The implant was discarded and a second implant of the same type was used to complete the procedure. There was no surgical delay or patient impact as a result of the malfunction.